Event description:
It was reported that a couple of weeks after rate response settings were adjusted, the patient now feels lighheaded and feels his heart beating fast. The adjustment was from activities of daily living (adl) of 3 to adl of 5, and adl rate of 95 to adl rate of 105 beats per minute. The physician intends to change programming back to adl of 3, and adl rate of 95 beats per minute. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.